Event description:
As reported, the plug deployment button of the 6f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and unknown vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a carotid artery surgery. The physician had achieved certification on the use of exoseal vcd. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of the 6f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and unknown vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and unknown vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a carotid artery surgery. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with dried blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made, however they were unsuccessful. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the clogged device; however, the internal mechanism of the lever was found with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken at this time.